Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a patient received unnecessary medication after generating falsely elevated architect stat troponin-I results. The customer indicated that the patient was administered aspirin, enoxaparin, lorazepam and oxazepam in the ER and on admission to the hospital. The patient presented to the ER with dizziness and chest tightness but indicated there was no chest pain or shortness of breath prior to the current episode. Over the previous 24 hours the patient did indicate some shortness of breath and chest tightness. The customer provided the following result data: (B)(6) 2014, 23:29, 1.08; (B)(6) 2014, 03:00, 1.06; (B)(6) 2014, 11:04, 1.07; (B)(6) 2014, 19:00, 1.06; (B)(6) 2014, 07:27, 1.12, retest negative using roche pch; (B)(6) 2014, 07:15, 1.08, retest negative with bnp; (B)(6) 2014, 15:20, 1.07; (B)(6) 2014, 12:31, 0.94, retest negative with beckman assay. Additional information regarding the patient was also provided regarding the patient exam: the patient vital signs were deemed normal, EKG results normal, heart rate was over 100 throughout the exam and heart sounds were normal, with no murmur. The patient was also investigated for pulmonary embolism with negative findings. There has been no report of adverse impact to the patient from having been administered the medications.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, testing of returned material, a search for similar complaints, in-house testing, and a review of labeling. Return specimens were received from the customer. The customer provided the patient specimen which was tested for dilution linearity, the results were indicative of the presence of an interfering substance. The sample was also treated with a heterophilic blocking tube (hbt) treatment and did not show the presence of heterophilic antibodies. Panel testing shows that the likely suspect lot is performing per specification. Accuracy testing was completed using a retained kit of reagent lot 88625un14. Acceptance criteria was met which indicates acceptable product performance. Review of ticket trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the architect stat troponin-I reagent list number 02k41, lot number 88625un14 , was not identified.